Manufacturer narrative:
Product ID 8709, lot# l73608, implanted: 2000 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported that the patient had been put on antibiotics as a continuation of the antibiotics that the patient was on prior to the surgery. The patient had an x-ray and a computed tomography scan after the operation, but they did not cause any concern. The patient was currently doing really well.

Event description:
It was reported, the patient experienced a post replacement pump infection of the device pocket and catheter track. The pump was impl anted 2014 (B)(6). It was noted there was no alleged product issue and the patient was placed on antibiotics and would be monitored over the next week. It was also reported a culture of the pocket was taken at the replacement and was found to be infected. The cause of the issue was not determined, the type of organism cultured was not specified, and the date of onset or diagnosis was not specified. It was further reported the patient would be back in the office a week from the date of this report for a follow up appointment and to evaluate the medication effectiveness. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was noted, the patient was improving, but would be monitored for any other infectious symptoms and clearing up of infection. The pump was being used to deliver morphine. Additional information received reported the infection was found post-operative (post-op) after replacement and not prior to. It was noted per the physician¿s dictation there was a scab post-op on the lateral incision where the pocket is and a suture came through the skin. It was reported there was nothing positive on the culture, but the patient was put on keflex and would have a follow up appointment on 2014 (B)(6) to see any changes. It was noted the patient was doing fine and was afebrile. Additional information has been requested; a follow-up report will be sent when it becomes available.